Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During preparation, the 5max ace became fractured while removing it from the protective hoop. The 5max ace was not used in the procedure.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Added product lot # and expiration date. Added device manufacture date.

Manufacturer narrative:
Result: the penumbra reperfusion catheter 5max ace was fractured in the proximal shaft approximately 4.5 cm from the hub, and ovalized in the proximal shaft approximately 46.5 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that penumbra reperfusion catheter 5max ace was fractured in the proximal shaft as it was being removed from the packaging hoop. Evaluation of the returned product revealed a fracture in the proximal shaft. This type of damage typically occurs due to improper handling during removal from the packaging. If the catheter is removed from the packaging at an angle, damage such as this may occur. The root cause of the complaint cannot be determined. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.